Manufacturer narrative:
The customer was sent a replacement breast pump. On (B)(6) 2016, a medela clinician spoke with the customer at which time she stated that she was hospitalized for 4 days with mastitis and a staph infection. They prescribed norco for pain and tylenol for the high fever and 3 antibiotics; vancomycin, clindamycin, and another one that started with an r (not sure of the name) for the infection. The customer stated she is still sore; clinician recommended that she use a hospital grade pump. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
On (B)(6) 2016, the customer reported to customer service that her pump in style starter breast pump had low suction. She also reported that she was hospitalized for 4 days and diagnosed with mastitis and a staph infection at which time she was treated with antibiotics.